Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated at the service center. The reported complaint by the customer was not confirmed. However on evaluation, it was found that the mode button of the foot switch has a white deposit and may have been temporarily pressed and held at the time of operation. This may have caused the customer to experience the reported issue. The device was sent back to the customer in the same state without repair. A manufacturing record evaluation was performed for the finished device (serial: (B)(4)), and no non-conformances were identified. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliate that the vapr 3 generator, even when the switch that can be used for evaporation is not pressed, the solidification beep called picong. The customer suspects broken foot switch. There was no adverse consequence to the patient. The customer does not want to provide additional information about this pc.